Event description:
It was reported that the 9900 system locked up. It was noted that the collimation closed before the unit locked up. Another system was used to complete the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure replaced the fluoro function pcb (ffb), reloaded nodes and reset the fluoro function board power on the ffb pdb. The system was tested and found to be working as intended and placed back into service.